Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -11.0 diopter tore before loading the lens into the cartridge. This occurred on (B)(6) 2019. An alternate lens was successfully implanted on the same date and the problem is resolved. The surgeon suspects the lens was torn before opening the vial as the tear was discovered prior to loading.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial , dry with clear surgical debris on the lens. Visual inspection found the lens haptic torn and debris on the lens. Corrected data: h6 - patient code: 2692 should be corrected to 2645. Claim#: (B)(4).